Event description:
At least 3 of 6 contact lenses in a package give my eyes irritation, redness, blurry vision and feeling of discomfort. Prescribed corrective lenses. Reference report #mw5165647, #mw5165648.